Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "right side, irregularities of its contours and thickening of periprosthetic tissues are visualized. Ultrasound findings compatible with prosthetic deformity secondary to severe contracture baker IV." The device has been explanted.